Event description:
It was initially reported that the patient experienced a return of symptoms and felt no stimulation sensation. The patient's programmer was reading "poor communication" with and without the antenna. The patient was not able to make adjustment to the stimulator. It was later reported the patient received a replacement programmer from the manufacturer. The patient's programmer was still receiving the poor communication screen with and without the antenna. As a result the patient was unable to adjust stimulation and she does not feel stimulation either but she thinks her body has gotten used to it. There were no injuries or trauma within the past few weeks. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).